Event description:
It was reported the patient's blood glucose level rose to 22 mmol/l (396 mg/dl) while wearing the pod between 5 and 24 hours on their leg. As treatment, the patient delivered an insulin bolus. The device was originally reported for being unsure if insulin was being properly delivered.

Manufacturer narrative:
The pod was received fully deployed. The exposed portion of the soft cannula was observed to be torn and short, measuring approximately 0.7635 inches. This damage contributed to damages to the unexposed portion of the soft cannula. During fluid path testing, a leak was observed due to a tear in the unexposed portion of the soft cannula. The timing and cause of these damages is unknown. The patient history buffer was inspected and the algorithm acted as expected to respective estimated glucose values from the continuous glucose monitor. It could not be determined if these damages contributed to the reported failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.